Event description:
Customer reported that the laser was burning fibers.

Manufacturer narrative:
Laser required maintenance. Maintenance was performed on (B)(4) 2014 and system operates according to OEM specifications.